Event description:
The account stated that the architect i2000sr analyzer has generated a false positive toxoplasmosis igg result on a patient sample. The initial result was positive at 67.6 iu/ml. A second sample was tested and the result was negative at 0.1 iu/ml. The initial sample was then retested and the result was negative at 0.1 iu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Results: probable causes could have been due to improper loading of samples on the instrument and not replacing the sample probe in the required timeframe. The sample probe was later replaced on (B)(6) 2010. Review of the message history showed numerous sample pipettor errors at the time of the false positive. The customer reports fewer errors are occurring since replacing the sample probe. The customer support specialist advised the customer that sample tubes must be properly centrifuged and checked before loading onto the instrument. Follow up reproducibility testing was acceptable. The current combined erratic result rate of 4.48 occurrences per million tests for architect immunoassay instruments falls below the established internal aberrant result rate for i2000sr of 78 occurrences per million tests established at product launch. No adverse trends were identified related to the issue. No other complaints were found for erratic complaints on this instrument. The architect system operations manual lists the probable causes and corrective actions for erratic results and provides instructions for the proper loading of samples on the instrument and replacing the sample probe. Based on the available information, a deficiency of the system was not identified.